Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the secondary water supply channel could not be identified and a definitive root cause of the issue could not be determined, however, due to a leak from the plug unit connector, proper reprocessing may have been prevented. The event can be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the jet channel was clogged with a foreign material. In addition to the reportable malfunction, the following were noted: the plug unit was cracked and had a leak; the plastic distal end cover and the adhesive on the bending section cover was chipped; the bending tube was shortened; the connecting tube had a scratch; the air/water nut and suction cylinder nut had paint peeled off; the bending angle in the up/down and right/left directions did not meet the standard values; the play of the upward/downward and right/left angulation control knobs were out of the standard value;. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope required repair after overhaul. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material of an unknown origin was found inside the jet channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.